Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal coronary angioplasty, difficulty crossing lesion occurred. Vascular access was obtained via radial artery. The 80% stenosed, de novo lesion was located in the mildly calcified and mildly tortuous right coronary artery. Following predilation, a 3.00x38mm promus element long drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent detachment/ separation.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: device was returned for evaluation. A visual and microscopic examination found that the stent had detached from the device and was not returned for analysis. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. No kinks or damage were noticed along the shaft of the device. Solidified blood was present within the guidewire lumen, therefore, indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).